Event description:
It was reported that a revision surgery was performed due to fracture of the cable.

Manufacturer narrative:
A visual inspection of the returned devices confirmed the stated failure. The accord cable has fractured. A portion of the cable is still attached to the troch grip. Some of the cable strands were partially unraveled. The fracture could have been caused by overloading, which can occur if the loads applied exceed the strength of the cable. The fracture could also have been caused by fretting due to repeated motion of the cable near its attachment to the grip. Based on the analysis conducted, the exact cause of fracture could not be determined. No material or manufacturing deviations were observed during this investigation. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).